Manufacturer narrative:
Vp of medical affairs discussed this event with the physician on 10/31/2013. The physician reviewed the preoperative computed tomographic scan and indicated that there was na unrecognized bony defect in the floor of the maxillary sinus. It may have been through this defect that the irrigation fluid entered the orbit creating the swelling. Vp of medical affairs concluded that the acclarent devices potentially contributed to the eye swelling. The post septal orbital swelling necessitated surgical intervention to preclude permanent impairment of vision.

Event description:
Acclarent was notified on 10/14/2013 of a domestic event that occurred on (B)(6) 2013 during a sinus surgical case when acclarent balloon dilation technology was used. A (B)(6) male with bilateral frontal and maxillary sinusitis and a deviated nasal septum underwent balloon sinuplasty procedure using acclarent spin device. The physician dilated the left maxillary and frontal sinuses without difficulty. After completing the bsp, he used the acclarent vortex 2 to irrigate the frontal and maxillary sinus. As the irrigation was completed, he noted marked proptosis of the left eye. The surgeon diagnosed a post septal orbital swelling. He immediately performed a lateral canthotomy and lower lid cantholysis. An ophthalmologist was called who appeared in the operating room within 10 minutes and found increased ocular pressure. Upon awakening from anesthesia, the ocular pressure had reduced. There was no diplopia or alteration in vision. The patient was admitted to the hospital for overnight observation. Since the events, the patient has done well as far as the sinuses are concerned.